Manufacturer narrative:
Device evaluation summary: the hawkone was inspected and noted the power switch on the cutter driver was in the off position. No damages or anomalies were observed to the cutter driver. The hawkone showed no damages to the torque shaft or slide cover assembly. The cutter blank was exposed in the cutter window with the thumb switch retracted. Biological debris was noted distal the cutter head. The distal assembly was inspected under microscope. Bending to the laser drilled coils was observed approximately 0.8 cm from the cutter window. The cutter driver was powered on and was successfully able to retract the cutter back into the cutter window as intended. A dried blue substance was noted on the cutter. The blue substance would flake off from the cutter. The blue substance was likely contrast, no components from the hawkone device have this color. Functional testing: with the cutter driver activated the thumb-switch was advanced. The cutter met resistance at approximately 0.6 cm distal the cutter window.

Event description:
The physician was attempting to use a hawk one directional atherectomy device to treat a 200 mm plaque lesion in the right sfa with little calcification. The artery had no tortuosity with a diameter of 5 mm and had 75% stenosis. No abnormalities were reported in relation to the patient¿s anatomy. The procedure utilized a 6 fr non-medtronic sheath and a 0.014" spider guidewire. The vessel was not pre-dilated but was post dilated. The IFU was followed throughout the procedure. It was reported that the device worked on the first advance and was cleaned, but during the second advancement the physician noticed the blade was not in its typical starting position radiographically. Upon inspection of the device, the blade would not retract and pack the plaque properly to the end of the nose cone, the device was not operating correctly. It was reported that the physician thinks there would be an increased chance of emboli due to the mechanical problem. Plaque was stuck in the proximal end of the nose cone, and the blade could not fully retract, le aving almost no room to extract and properly collect plaque within the device. The cutter driver could be returned to the housing and the thumb switch was operational. No irregular sounds were emitted from the device. Another hawkone device was used to complete the procedure. Patient blood flow has improved. No injury to the patient was reported.